Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead had impedance measurements that were chronically low (246 ohms), however within acceptable range. During a procedure to change out the pacemaker, the lead was tested and exhibited a high, out of range impedance measurement of 2000 ohms. The physician suspected a lead fracture. The rate sense portion of the lead was capped and a new rv lead was implanted. It was reported that there were no additional adverse patient effects.